Event description:
It was reported that the ventilator's control printed circuit board was defective. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufactures reference ID: (B)(4).

Manufacturer narrative:
The ventilator was investigated onsite by our field service engineer (fse), control printed circuit board (pcb) was found to be defective and the fse resolved the reported failure by replacing it. The ventilator passed all functional and safety test and was cleared for clinical use after that. This can be confirmed in the provided logs. The test logs received indicate that the breathing node has restarted, possibly due to a temporary memory error, hence the standby sound. Prior to the reported incident, the ventilator had been alarming for several days that there was a large leak in the patient circuit. Control pcb is a part of the subsystem breathing bre. The main responsibilities for control are patient treatment functions, that is, how to regulate the inspiratory and expiratory gas flow. The pcb was sent for further investigation. Visual inspection of the returned control pcb revealed no abnormalities. Then a simulated test over 72 hours didn't reproduce the reported issue. Several pre-use check was done before and after. Our conclusion is that the device failed to meet its specifications during the reported event. Since the reported issue could not be reproduced at the manufacturer site, it was not possible to confirm any part failure, and thus a definite root cause cannot be established.